Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a catheter, continuous flow. Customer states that during the procedure the proximal balloon deflated, and it appeared that the dispersion wire broke.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.